Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 08-oct-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (1.2 mg/ml at 0.0577 mg/day) via an implantable pump. It was reported that the patient had symptom return in february. There were no known external factors involved. A catheter access port procedure was performed on (B)(6) 2025 but it was unsuccessful. At that time, the patient wanted to wean meds for a future explant, but then they changed their mind. A revision occurred on (B)(6) 2025 and the old 8780 was completely explanted and replaced with a new 8780. The issue was resolved.